Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A test alarm and interior inspection was performed and the test failed, confirming the reported event of low audio output. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2014 and did not confirm the reported event of low audio output.

Event description:
Distributor patient contacted dexcom technical support on (B)(6) 2014 to claim low audio output on (B)(6) 2014. No medical intervention or injuries were reported.